Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2016-02572 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-02573 pertains to the second resolution clip device, manufacturer report # 3005099803-2016-02574 pertains to the third resolution clip device and manufacturer report # 3005099803-2016-02575 pertains to the fourth resolution clip device. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to slightly grasp onto the tissue but failed to release from the catheter. The clip was pulled off from the tissue when trying to release the clip from the catheter. The same issue occurred with the other three resolution clip devices. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.